Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the cause of didn't think the device was correctly installed was determined. The most likely caused or contributed to this issue was due to the patient had stim level too high. When asked about the steps taken to resolve the issue, the rep stated that they turned down the stimulation. The issue was resolved. The rep stated that the cause of unexpected stimulation was determined. The patient did not follow the instruction and increased the stimulation too high. The most likely cause of the event was due to the patient did not follow the instruction. When asked about the steps taken to resolve the issue, the rep stated that they talked to the patient on aug-11 and did re-education and turned down the stimulation. The issue was resolved. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they didn't think the device was correctly installed. Patient stated they were feeling the stimulation in the back of their leg more than where it was supposed to be. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient did not provide additional information informing they were at the hcp's to check the situation with the therapy and then disconnected the call. Patient reported unexpected stimulation.